Event description:
Healthcare professional reported, right side rupture. Confirmed intraoperatively. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observed, one opening assessed as fold flaw opening.

Event description:
Healthcare professional reported right side rupture confirmed intraoperatively. Device has been explanted.